Event description:
A dialysis facility initially reported a possible dialyzer reaction. The patient started dialysis when approximately 30 minutes into the treatment the patient became nauseous, blood pressure was 101/69 and reported feeling sick. The blood was returned and the treatment discontinued. The medical doctor was notified and new orders were given. The patient received one intravenous dose of diphenhydramine. The patient was restarted with use of a different manufactured brand of dialyzer without further incident. There is no sample.

Manufacturer narrative:
Of note: additional information was requested and the information pertaining to the incident was received and clarified on (B)(6) 2011. (B)(6).